Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, balloon did not inflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb and dissector balloon were received. The circular seal for the dissector balloon was cut. The trocar balloon was not received. The obturator could not be inserted and used into the cannula for testing because of the disengaged top so functionality could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when the seal comes into contact with a sharp instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of obturator top was disengaged that has no relationship to the reported condition. The cap disengaged due to an improperly performed assembly operation. A process improvement has been initiated to prevent this condition from recurring. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.